Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00510285. Device evaluation: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memmorygel, 325cc silicone breast implant, cat#:3503254bc, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00510285. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memmorygel, 325cc silicone breast implants which the left side ruptured after implantation. Left side rupture noticed on (B)(6) 2019 by MRI examination, and ultra sound on (B)(6) 2019. As a result patient underwent bilateral removal and replacement as follow left replaced with serial number (B)(4), catalog number 3503330, and right replaced with serial number (B)(4), catalog number 3503330 on (B)(6) 2019.